Manufacturer narrative:
Product event summary #analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Criteria for the right ventricular lead integrity alert were met. The impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, along with oversensing associated with the right ventricular lead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354trg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013.(B)(4).

Event description:
It was reported that non-sustained ventricular tachycardia of noise was seen on the implantable cardioverter defibrillator (ICD). The ICD also experienced a setscrew issue as the port screw was screwed in all of the way, but could not be unscrewed. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had a high pacing threshold and fluctuations in impedance. The lead was reprogrammed and audible alerts have been turned off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.